Event description:
The customer reported having a reservoir that leaked into her insulin pump. The customer stated that she could see insulin inside the insulin pump casing beyond the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.